Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a loose connection. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation as no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-05-01 (for): medtronic received information regarding a navigation system. It was reported that the site requested to have the surgeon monitor checked.